Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with a gore excluder device featuring c3 delivery system. On deployment of the ipsilateral limb, the deployment line broke and was pulled out. Leaving no string in the backup mechanism. The physician was able to pull the delivery system out, although the device did not fully deploy. After several unsuccessful attempts with ballooning, a bare metal stent was placed in the limb. Then another balloon was then used, and the device was almost fully opened, except for a narrowed area near the aortic bifurcation. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.